Event description:
The pt used the thera spa percussion massager for mild neck pain (cervical spinal x-rays were normal). The massager is much too powerful and caused severe neck spasm and left sided tinnitus (ear ringing). The neck spasm resolved. However, the tinnitus did not resolve and has required chronic medication. The thera spa massager vibrations are much too powerful to be used on the neck, despite the device's instructions that it may be used on the cervical spine. There is a cervical spine setting on the device. Rptr has no doubt that the powerful vibrations could potentially dislodge plaques in pts with vertebral artery atherosclerosis, causing cerebrovascular accidents.